Event description:
PICC was in for 24 hours when leaking was noticed under the dressing. PICC line was flushed prior to insertion, no leak. Continuous infusion since insertion. No alcohol used in site area. No dressing changes took place. 10 cc syringe used. Chevron strips and iv3000 used to secure PICC. Iris forceps used for insertion. Customer does have the best practices document and is a new user evaluating this product for use. No ill-effects to the pt.